Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no report of any issues related to non-intuitive or controlled motion. There were no visibly broken cables at the instrument wrist. It is unknown if there was any other physical damage visible on the instrument. There was suture/wire visible at the tip of the instrument. The device was returned back to isi for evaluation.